Manufacturer narrative:
Eval: the iab was returned with the membrane completely unfolded. Visual examination revealed kinks in the sheath tubing. In addition, an aneurysm was noted in the balloon membrane. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab iabp due to the membrane aneurysm. Probable cause of difficulty: no leak was found in the returned iab to account for the reported pump alarms. It was possible that the alarms may have been related to catheter kinking or pt movement. The aneurysm in the balloon membrane most likely resulted when the balloon was examined outside the pt without the use of a regulated air supply. Over-inflation at this time would have caused the membrane to become aneuryzed.

Event description:
The pt was initially pumped at 1:3. After switching to 1:1. The "leak in iab system" alarm sounded from the pump. After controlling the connections, the system was refilled. Then, the "rapid gas loss" alarm sounded. Event complications: none from the event - reported 2/23/98. Pt's current status: expired - rpt'd 2/23/98.